Manufacturer narrative:
Eval result: fowler.

Event description:
It was reported by svc report that the fowler will not lower and fowler is stuck. No pt involvement or adverse consequences are reported.